Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the ice block formation was too large to get the water to flow. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.